Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5592-45, implantable pacing lead, (B)(6) 2013; 5076-52, implantable pacing lead, (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient stated "I feel worse now than I did before I got the pacemaker. My heart rate is always 80 even at 2 am. I feel tired and I don't like this." It was further reported by the clinic nurse that the patient came to the clinic stating "I am bleeding like a stuck pig ". They checked the incision sight and found blood. They brought the patient to the or and found the artery had been nicked. They stitched the patient up and the patient was fine. The patient was seen by the physician at a follow-upcheck and all was good. Interrogation of the device was done and optimized. The device remains in use. No patient complications have been reported as a result of this event.